Event description:
A health care professional reported erratic readings from an adc hospital blood glucose meter. The health care professional reported readings of 500 mg/dl and 29 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. Performed visual inspection on returned meter and no issue was observed. The meter powered on with button press and upon docking. A control solution test was performed and passed. All results were within range specification, therefore, it is not confirmed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision pro meter was reviewed and the DHR showed the freestyle precision pro meter passed all tests prior to release. A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported erratic readings from an adc hospital blood glucose meter. The health care professional reported readings of 500 mg/dl and 29 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.